Event description:
It was reported that during shift check, the autopulse platform would not power on with li-ion batteries. The batteries worked fine in other platforms but not this one. The platform did work with nimh batteries. All batteries are known good batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed no damages. A review of the archive was performed and showed no issues. During functional testing, the platform would not power on with demo li-ion batteries, thereby confirming the reported complaint. Further inspection confirmed that a defective power distribution board (pdb) led to this failure. However, a definitive root cause for the pdb failure could not be determined based on the evaluation.